Event description:
It was reported that there was an alert indicating that the left ventricular autothreshold (lvat) was detected to be higher than the programmed amplitude or was suspended for this left ventricular (lv) lead. Additionally, there was concern that the lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and saw that the lead exhibited high capture thresholds. Ts could not confirm there was lv capture. Ts considered an in-office evaluation. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was an alert indicating that the left ventricular autothreshold (lvat) was detected to be higher than the programmed amplitude or was suspended for this left ventricular (lv) lead. Additionally, there was concern that the lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and saw that the lead exhibited high capture thresholds. Ts could not confirm there was lv capture. Ts considered an in-office evaluation. The lead remains in use. No adverse patient effects were reported.